Event description:
Hcp reported patient complained of increase pain. Blood sugars became out of control and was taking lortab more frequently. Hcp removed 10.3cc of medication from the pump when there should have been 3.3 cc. A catheter dye study showed no kinks or leaks in the catheter. The hcp checked the pump again by instilling normal saline. The residual volume later on should have been 9.3 cc and was actually 16.8 cc. A pump rotor test showed the pump to be stalled. It was replaced in 2002. The patient is reported to be doing great now. They are slowly titrating up on the clonidine and the patient is back to work full time now.